Manufacturer narrative:
(B)(4). Batch # r9563p. Investigation summary : the device was returned with the blade scratched and cracked. In addition the device was received with the tissue pad damaged, melted not all present and a portion was not returned. During functional testing on gen11, and an alert screen was displayed. During functional testing on the generator, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The blade broke off during functional testing. There was no "no uses remaining" alert screen displayed at any time during the analysis of the device. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the harmonic did not work. Another device was opened and used to complete the procedure. There was no patient consequence reported.